Event description:
It was reported that, the patient had a revision tha due to cup loosening and migration. The surgeon noticed there were some metallosis on the acetabular bone. The stem was good condition so he remained it and replaced the cup by using zimmer products.

Manufacturer narrative:
It was noted that the device is not available for evaluation. Additional information has been requested and if received, will be provided in the supplemental report. Not returned.

Manufacturer narrative:
An event regarding loosening of a secur-fit shell was reported. The event was not confirmed. Device evaluation could not be performed as no items were returned. Medical records received and evaluation. Insufficient medical records were received for review with a clinical consultant. Device history review indicated the devices accepted into final stock from the reported lot were free from discrepancies. Complaint history review found no other events have been reported for the manufacturing lot. The event could not be confirmed nor the root cause determined due to the minimal information received. No further investigation for this event is possible at this time.

Event description:
It was reported that, the patient had a revision tha due to cup loosening and migration. The surgeon noticed there were some metallosis on the acetabular bone. The stem was good condition so he remained it and replaced the cup by using zimmer products.